Event description:
The customer's spouse called to report the pt's death. The spouse stated that the pt had an insulin reaction while wearing the pump and never recovered from the coma. The cause of the death was not determined.